Event description:
It was reported that during a ptca treamtment procedure the maverick otw balloon ruptured at 6 atm's on the second inflation. (The number of atm's reached on the inflation is unknown). The pt was asymptomatic during this event. The lesion being treated was a 100% stenotic lesion in a minimally tortuous distal-rca. It is noted that resistance was met upon insertion of the balloon catheter. The maverick otw balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. Pt status is reported as 'good'.